Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown lag screw. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that after gamma3 surgery, the lag screw cutout was found. This case was presented at the (B)(6). This is the 2nd case of two cases.